Manufacturer narrative:
An event regarding loosening of the shell and corrosion involving an unknown implant stem was reported. The reported event for the corrosion was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The reported event for the corrosion was confirmed as stated on the material analysis performed on the returned metal head "eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a hip stem, and biological material." However, the root cause could not be determined as the device was not returned. Not available.

Event description:
Tritanium cup failure due to lack of bone in growth. Update: eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a right hip stem, and biological material.

Event description:
Tritanium cup failure due to lack of bone in growth. Update: eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a right hip stem, and biological material.